Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the image was damaged due to connection issue with the device. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the following reportable malfunction was found: no image. There were no reports of patient harm. This medical device report (MDR) was submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported that his olympus exera ii videoscope cable was experiencing a connection issue during receipt inspection. According to the initial reporter, the connection was poor and compromised/intermittent the image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.